Event description:
Pump infused too fast. No other information is available.

Manufacturer narrative:
This incident was originally reported to b. Braun through the service dept. Rather than the complaint (pir) group. The pump was serviced and then subsequently returned to the customer. As a result, this was not entered as a complaint (pir), and an MDR was not issued, until now. B. Braun completed an evaluation of this pump per the routine service procedures. As part of the testing requirements, the returned pump was tested for volumetric accuracy four (4) times, with 5 ml volume to be delivered in each test (specifications 4.75 - 5.25 ml). Two tests at 999 ml/hr had results of 5.08 ml and 4.89 ml. Two tests at 38 ml/hr had results of 4.88 ml and 4.93 ml. The pump met volumetric testing requirements, but during testing, system alarm #137 triggered, indicating a problem with the restriction motor. The restriction motor was changed and the pump was tested volumetrically again, with passing results (5.05 ml at 999 ml/hr and 4.84 ml at 38 ml/hr). The facility did not supply any information about whether or not a patient was involved, or what the status of the patient was. The pump was returned to the customer on (B)(6), 2010. Serial number history has shown that, as of (B)(6) 2010, this pump has not been involved in any further volumetric-related complaints.